Manufacturer narrative:
D9: date returned to mfg.: 2/5/2025. D3: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue was able to be confirmed through visual inspection. The cause of the reported issue was a damaged downstream occlusion (dso) seal. The reported issue was resolved by replacing dso seal. The device passed all functional testing the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the down stream occlusion seal is delaminated. Unknown patient involvement.